Event description:
Leica biosystems received a complaint of "underprocessed specimens" from a processing run. On (B)(6) 2018, leica biosystems was informed that ten (10) cases were unable to be diagnosed and that re-biopsy had been recommended. Patient identifiers for the ten (10) undiagnosable cases were requested; however, the complainant declined to provide the information requested. If additional information is obtained a follow up report will be submitted.